Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician assessed that the discomfort was due to the ipg location and depth. The patient underwent a pocket revision and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician assessed that the discomfort was due to the ipg location and depth. The patient underwent a pocket revision and was reportedly doing well following the procedure.